Event description:
Hamilton medical ag received the following event description: "the crew connected the circuit and went through the testing which passed. When they connected to the patient, the patient could not exhale. They removed and reconnected the circuit with the same problem. The hospital rt checked everything and agreed there were no issues with the connections. They apparently tried one more time and still could not get the exhalation to work correctly. Finally, they put the patient back on the hospital vent and replaced the circuit with a new one. When they connected to the patient, everything worked fine for the entire transport". No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The UDI could not be provided yet as the provided lot number did not match with the article number.

Manufacturer narrative:
Investigation outcome: it was reported that the preop check with a new breathing circuit set was successful but the connected patient could not exhale correctly. Operator replaced the breathing circuit set with another but the issue could not be solved so finally the patient was connected to another ventilator. Hamilton medical ag did not receive the breathing circuit for investigation. However, the most probable root cause is that the expiratory valve membrane is too tight and or the expiratory valve is too tight the customer replaced the affected breathing circuit sets. This case is considered as closed.